Manufacturer narrative:
Information regarding a discrepancy with an additional sample from the patient was provided. (B)(6).

Manufacturer narrative:
Sample from the patient was submitted for investigation and the result from a cobas 8000 e 801 module was 0.0442 coi (non-reactive). The result with fujirebio inno-lia (B)(6) score was negative. As the customer's negative result was reproduced by both methods, it was believed to be correct. A general reagent issue could be excluded. Further clarification of the discrepancy with the molecular testing is not possible with the available information and results. Medical assessment of the event found the discrepancy between methods can be plausible, depending on time point of infection, immune status of the affected person, and other factors.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable low elecsys (B)(6) result for one patient compared to the results of (B)(6) testing. The result for (B)(6) was 0.042 coi ((B)(6)). The result by (B)(6) testing in a commercial laboratory was 3.7 log iu/ml. The physician questioned the discrepancy and diagnosed the patient with (B)(6) based on the result of the (B)(6) testing. There was no allegation of an adverse event. The calibration and qc data provided was found to be in within specifications. The customer used a cobas 8000 e 801 module. The serial number was requested but was not provided.